Manufacturer narrative:
Integra has completed their internal investigation on 10 may 2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: engineering and quality were able to confirm the complaint. During the pressure test portion of the inspection, the units had some metal shavings after each test. The DHR review has been deemed satisfactory. Date of manufacture: oct 16 2015. No non-conformance issues or reports were raised during the manufacturing process for this device. A total of 50 were produced of this lot these devices passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. The complaints associated with this lot of skull clamps will be monitored for trending. Conclusion: engineering and quality were able to confirm the customer complaint. While the root cause has not yet been determined, a more in-depth evaluation is underway.

Event description:
This is the first of three reports (same reporter, similar product, similar product problem, different serial numbers). During the inspection for incoming goods by the distributor, scrap metal was generated when applying pressure. There was no patient contact or patient injury. Linked to mfg report numbers: 3004608878-2016-00053 and 3004608878-2016-00054.